Event description:
Consumer reported that after insertion of a tampon, she removed the applicator from her vaginal cavity and the string broke. She noticed some of the string was attached to the pledget and some attached to the applicator. She attempted to manually remove the pledget but ended up receiving assistance from her husband to remove it from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.